Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had cracks where battery goes and on the outer edge of battery cap compartment and another in the back of the battery compartment. The customer had high blood glucose level of 400 mg/dl. The customer also stated that insulin pump exposed to fluid. Customer states the type of fluid exposure to the insulin pump was insulin. The insulin pump will be returned for analysis.